Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement alarm. The customer¿s blood glucose level was 200 mg/dl. The customer stated that they were able to clear the alarm but not able to complete the rewind. The device will be returned for the analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to gearbox jammed.